Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿natural history of asymptomatic bile duct stones and association of endoscopic treatment with clinical outcomes¿. The literature reported the result of 77 cases of the early endoscopic stone removal of asymptomatic stones procedures using olympus duodenovideoscope model jf-260v or tjf-260v or non-olympus endoscope from january 2010 to march 2018. In the subject cases, 3 case of bleeding, 3 cases of aspiration pneumonia and 1 case of gastrointestinal perforation occurred. Based on the available information, a direct relationship between the olympus products and the observed adverse events could not be determined. Therefore, omsc will submit 14 medical device reports (MDR) depending on the type of device and number of adverse events. This report is 10 of 14 reports for bleeding (3 of 3) at tjf-260v.